Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose. The blood glucose reading at the time of the event was 597 mg/dl. Prior to the event, the patient felt nauseous and sweaty. The customer spoke with a nurse at the doctor's office. The patient treated with manual injections and a bolus. There was not a hospitalization. In troubleshooting, the insulin pump passed a drive support cap test and a manual prime test. The customer was advised to monitor the insulin pump. No further information was provided.